Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. No issue was found hardware analysis of 9733438 was initiated to determined the potential cause. Analysis found that the returned scu powered up on the test bench and had normal tracking when connected to a known good psu. However, a check of the event log showed a history of intermittent connection issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep and it was stated that reboot resolved the issue.

Manufacturer narrative:
Correction: the scu was replaced during system servicing on 2020-08-25. The system passed checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H2) correction: d11: lot number of product ID: 9733438 is t304259. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused to be provided by the site. Concomitant medical products: other relevant device(s) are: product ID: 9735347r, serial/lot #: unknown. A medtronic representative went to the site to troubleshoot with the system. The surgeon cart was powered on but there was no power to the camera and no leds illuminated. The network device interface (ndi) toolbox showed the scu and psu as not connected. Panels were removed and the scu green light was illuminated and connections were checked without resolution of camera power. The ndi toolbox utility was refreshed 4 times, with the 4th time showing connection and the camera power led was illuminated. Multiple faults were listed in the event logs, most commonly "sensor voltage measured higher than operating voltage". The scu was sending intermittent power issues to the camera while remaining powered on itself. The scu was not replaced at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that the camera on the navigation system stopped tracking about 2 hours into the case. When the camera stopped tracking, it was not showing any spheres in the tracking details and there was a blinking orange light on the camera. The site rebooted the system and the issue temporarily resolved and then occurred a second time. This caused a 20 minute delay to the procedure. There was no impact to patient outcome as a result of this issue. It was noted that the probable cause of the issue was a potential internal fault or issue with the positioning sensor unit (psu) or system control unit (scu).